Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Cartridge installation issues and incomplete-interrupted cycle. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Jejunum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Did not fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with an unfired reload loaded in the device. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device fired properly during testing and the knife reverse button worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the second firing with a white cartridge when making the jejunojejunostomy, the surgeon pulled the trigger and the motor ran for approximately one half second, and then stopped. They attempted to push the reverse button forward and it did not work. They removed the manual override lid and pulled the manual lever to bring the knife back. They were able to open the device and remove it. Once removed, there were no staples and no cut line. A new device was used to complete the procedure. There was no patient impact.